Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Caller stated that the guided tool change (gtc) was having the tool come in below the overlay path. The customer caught the issue and was able to manually insert the instrument without any issues. The customer stated that the system was restarted after the procedure and the issue did not reoccur. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined as there was no site visit and the issue was resolved with a power cycle.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed. The clinical sales rep (csr) confirmed that after restarting the system, several cases were completed without the guided tool change issue re-occurring. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed the instrument going in below the overlay path during guided tool change. The staff caught it in time before any patient injury occurred. The caller has not tried guided tool change again yet. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the clinical sales rep (csr) confirmed that after restarting the system, several cases were completed without the guided tool change issue re-occurring.